Event description:
It was reported that the ilet displayed an insulin occlusion alert that was only resolved after a full supply change of the contact detach steel infusion set, after which insulin delivery resumed, but the user later experienced high blood glucose at 400 mg/dl and moderate to large ketones while using a dexcom g7; education on ketone action protocol was provided, insulin delivery on ilet was paused due to recent manual injection of 12 units of fast-acting subcutaneous insulin via pen, and troubleshooting confirmed proper supply change technique with a site relocation due to scar tissue. Investigation of this case revealed that an infusion set occlusion occurred that resolved with supply change, with potential site-related absorption issues due to scar tissue contributing to the hyperglycemia and ketones. Symptoms included hyperglycemia and ketonemia. Outcomes included stabilization of blood glucose to 169 mg/dl without hospitalization or medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was infusion set occlusion with contributory site factors, resolved by supply replacement and temporary suspension of pump insulin while external insulin was active.